Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced the main board and sensor board. Fse checked the temperature, adjusted the clot detection value and verified ground integrity. Daily checks passed and a quality control (qc) run was performed and all results were within range. No errors occurred during the run. Instrument is functioning as intended and was released. The most probable cause for this event is main board and senor board this report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4013spec. System home not found on their aia-360. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.